Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 282 mg/dl and 117 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
No product available to be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.